Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of displayable history crc check failed at startup, unexpected restart, external ram crc error, moisture damage and button error alarm from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that her son jumped into the pool. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was assisted with a self-test. The customer stated that the test passed. The customer was able to pump the pump in rice and clear the alarm.